Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the carbon bridge, flushed the vacuum valve and cleaned the flow cell to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. Code not available for carbon bridge.

Event description:
The customer reported receiving erroneous low patient results for sodium and chloride on the unicel dxc 600 pro synchron system. There was no change in patient treatment in association with this event.